Event description:
It was reported that during a middle cerebral artery (mca) balloon dilation procedure while the subject balloon was pressurizing with a pressure pump for inflation, it was leaking. The balloon was replaced, and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date ¿ added. D4 gtin ¿ added. H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection the subject balloon catheter shaft was noted to be kinked at 10cm & 33cm from the proximal end. The balloon was leaking from a hole to the proximal end of the balloon. During functional inspection an attempt was made to inflate the balloon, however the balloon was leaking from a hole to the proximal end of the balloon. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported balloon leaked during use was confirmed during the analysis. The device failed to meet specifications when received for complaint investigation. It was reported that after pressurizing it with a pressure pump, the physician found that the value on the pressure gauge could not be maintained stably. After several unsuccessful attempts, the physician replaced it with another new balloon, which was successfully inflated and expanded the lesion site. Additional information received indicates that the physician suspected it was leaked but didn't know the location. The device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. During analysis, it was confirmed that there was a leak to the balloon, there was a hole/perforation noted to the proximal end of the balloon and there was also a kink noted to the balloon catheter shaft. It is probable that there were anatomical and/or procedural factors present during the clinical procedure which may have caused the damage noted to the device and the reported balloon leak. Based on the review of all available information, an assignable cause of procedural factors will be assigned to the reported and analysed ¿balloon leaked during use¿ and to the analysed ¿balloon catheter kinked/bent¿ and ¿balloon has hole/perforation during use¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a middle cerebral artery (mca) balloon dilation procedure while the subject balloon was pressurizing with a pressure pump for inflation, it was leaking. The balloon was replaced, and the procedure was completed successfully with no clinical consequences to the patient.